Event description:
Procedure type: craniotomy. Using codman disposable perforator with aesculap black mat drill and speed reducer to create burr holes to remove bone flap. Before applying to patient, doctor asked circulator to check air pressure on the drill as it didn't sound right, as if not operating fast enough. Pressure for drill was as high as it would go. Doctor then placed perforator to skull and began drilling. The process was very slow and taking a while. Doctor finally realized he'd plunged and immediately cut the power. He tried removing the drill when the perforator detached and was left in skull. Reattaching the drill and easing it back and forth finally removed the perforator.